Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of about low blood results. Fasting test performed on laboratory instrument was 170 mg/dl. Lowest result in memory was 89 mg/dl. Based on parkes error grid analysis, the bias between the laboratory result (170) and the lowest result in memory (89) is located in zone c. No adverse event reported.